Event description:
It was reported that the patient experienced perforation and pericardial effusion. The patient also complained of pain and the chest wall was paced. There was high thresholds, no capture and no r waves sensed on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.